Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Primary tka was performed in 2018. Revision was required due to loosening. During procedure, it was found that the post of the insert was broken. According to the doctor's opinion, the post was probably broken due to pressure due to patient's fall.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a triathlon insert was reported. The crack/fracture and wear events were confirmed via evaluation of the returned device. Instability was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection indicated that the damage present on the post of the insert was consistent with delamination and material loss. The post has completely fractured off. Hackles are observed on the fractured surface are consistent with a fracture in overload. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Explantation damage around the locking mechanism from removal from the baseplate is also observed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the insert and joint "loosening" / instability. Visual inspection indicated that the damage present on the post of the insert was consistent with delamination and material loss. The post has completely fractured off. Hackles are observed on the fractured surface are consistent with a fracture in overload. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Explantation damage around the locking mechanism from removal from the baseplate is also observed. Trauma may have been a contributing factor to the device failure as it was reported that the patient suffered a fall prior to the revision. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary tka was performed in 2018. Revision was required due to loosening. During procedure, it was found that the post of the insert was broken. According to the doctor's opinion, the post was probably broken due to pressure due to patient's fall.